Manufacturer narrative:
The device was returned to olympus and the evaluation found that the keypad was damaged, the flow setting could not be adjusted. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure. A probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation of the flushing pump, the keypad was found damaged. The flow settings could not be adjusted accordingly. There was no patient involvement.